Event description:
It was reported that increased capture threshold was observed on the right ventricular (rv) lead. The suspected cause of the event was due to a dislodgement, which was confirmed with diagnostic imaging. During the repositioning procedure, it was not possible to retract the rv helix due to the helix being bent. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The events of lead dislodgement, high capture threshold, helix bent, helix mechanism issue, and sensing r-wave amplitude variation were reported to abbott and not confirmed. As received, a complete lead was returned in one piece for analysis. The reported events of helix mechanism issue and helix bent were confirmed. Visual inspection found the helix fully extended, slightly bent, and clogged with blood/tissue. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be retracted and extended despite the helix being slightly bent. The full helix extension length measured within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. The reported events of high capture threshold and sensing r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies, except for procedural damage.

Event description:
Additional information was received that there was device sensing variation the rv lead.